Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the customer checked the pump after taking a shower, the pump said all delivered were stopped and to load a new cartridge. Reportedly, customer attempted to reload the same cartridge and received a cartridge change error. Blood glucose level was 79 mg/dl. A new cartridge was successfully loaded to address the event.